Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On april 8, 2022, the distributor reported the additional information: the pump history was reviewed and a power source alert was found to have occurred. No anomaly was identified in pump history. Troubleshooting was performed and no issues occurred with charging of the pump battery. Pump was functioning as intended.